Event description:
It was reported that during an unknown procedure, the shears did not work with the minimum electrical charge. This shears was used with the new generator, gen11. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand activation button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the min hand activation button were found to be damaged. This resulted in the min hand activation button to be non-functional. No conclusion could be reached as to what caused the damaged to the electrical trace.